Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. See manufacturer report # 3007566237-2016-00714 for the catheter report.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration 500mcg/ml; dose 342mcg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and other spasticity. On approximately (B)(6) 2016 the patient reported to the emergency room (ER) with symptoms of baclofen withdrawal. A catheter kink was suspected. The pump reservoir was aspirated and the expected drug volume was there. Pump interrogation was performed and revealed no motor stall. Surgery was performed on (B)(6) 2016 and the catheter was found to be coiled up in the pump pocket. The physician felt this was stopping the flow of drug. The catheter was disconnected and uncoiled. Cerebrospinal fluid (csf) flowed freely. The catheter was reconnected to the pump and remained implanted and in service. The issue was resolved. Patient status at the time of the report was alive with injury. Additional information received from a healthcare provider (hcp) indicated the pump had flipped as well. The pump was replaced at the time of the catheter revision. Additional information was requested. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.